Manufacturer narrative:
(B)(4). Additional information: the root cause investigation for the reported problem is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with failure code 500:320:844:0000 was confirmed during product evaluation in the pump's event history. This condition was caused by a faulty main speaker harness. The main speaker harness was replaced to correct the reported condition.

Event description:
The facility reported a colleague infusion pump with failure code 500:320:844:0000. According to the facility, it is unknown when this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is an unremediated colleague pump with a user interface module software version of 5.04.00.